Event description:
It was reported that laser fiber caught fire for a few seconds approximately two feet from the surgical site during a laser lithotripsy procedure. The fire was quickly extinguished and the laser was removed from service. The procedure was only minimally prolonged by a few minutes. There was no reported impact to the patient's condition, and the diagnostic or therapeutic outcome of the procedure was not affected. There were no reports of patient harm. This report is 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.